Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The pump passed the displacement test, sleep current test, active current test and self test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Sensor updating/sg not available not confirmed. Failed battery test not confirmed. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
Customer's mom reported via phone call that the insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was unknown. Customer would like to continue troubleshooting. Customer reports consecutive sensor alerts with different sensors. Customer was able to run test on transmitter. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer states the insulin pump was not dropped or bumped. Customer states alarm occurred during basal delivery. Customer states after the self-test received hardware low level failures alarm and battery failed. Customer states they performed displacement test and it passed. The device will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, sleep current test, active current test and self test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Sensor updating/sg not available not confirmed. Failed battery test not confirmed. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.